Event description:
Weck vista 10 mm trocar securement was broken upon opening to sterile field, removed device and replaced. Upon opening device onto the sterile field, scrub tech realized the trocar piece was broken and removed from sterile field before attempting to use device in surgery.